Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes the rubber stopper was difficult to de-capped. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "rubber stopper stays in tube when de-capped. The bd hemogard plastic cap separates from rubber stopper when tube is de-capped. The rubber stopper stays in the tube. The tubes are de-capped on the glp track. So far the issue is only seen on this sku/lot. Please see attached pictures for details."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this investigation. An evaluation of the photograph was conducted and indicated a stopper inside the tube without a hemoguard shield. Additionally, 24 retained tubes from the bd inventory were functionally tested and the issue of missing stopper was not observed. Bd was able to confirm the customer¿s indicated failure mode from the photograph provided however bd was unable to duplicate or observe the indicated issue with the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes the rubber stopper was difficult to de-capped. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "rubber stopper stays in tube when de-capped. The bd hemogard plastic cap separates from rubber stopper when tube is de-capped. The rubber stopper stays in the tube. The tubes are de-capped on the glp track. So far the issue is only seen on this sku/lot. Please see attached pictures for details."